Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that the m525 f50 unexpectedly shut down at the end of the procedure. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
This is a final report. An investigation conducted by the supplier of the affected component identified an insulation breakdown in a resonance tank inductor as root cause of the observed m525 f50 malfunction. Based on the results of the investigation, it can be concluded that the reported complaint was caused by a defect in an electronic power component, i.e. A dielectric insulation breakdown inside an inductor. Due to the age of the device, this defect can be evaluated to be caused by wear and tear. The inductor malfunction is considered an isolated random component failure with no indication for a manufacturing or design issue and no evidence of an adverse trend. The defective xenon power supply was replaced. The m525 f50 is working according to specification.